Event description:
It was reported to boston scientific corporation that a flexima bilary stent was used during a stent placement procedure for bile passage performed on (B)(6), 2012. According to the complainant, during the procedure, resistance was met when advancing the device over the guidewire and through the endoscope. The device was removed from the endoscope. It was confirmed that no damage was noted to the device. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the guide catheter to be split (broken), therefore this is now an MDR reportable event.

Manufacturer narrative:
(B)(4): the delivery system and stent were returned for evaluation with the stent loaded on the delivery system via suture. Visual evaluation of the device revealed the suture to be twisted around the proximal barb of the stent. The guide catheter and push catheter were noted to be kinked. A split was also noted in the distal tip of the guide catheter. Functional testing was performed; a 0.035" guidewire was attempted to be advanced through the device, however the guidewire could not be advanced past the kink the in the guide catheter. It is likely that procedural or anatomical factors encountered during the procedure (such as maneuvering of the device or tortuous anatomy) lead to the noted damages. Therefore, the most probable root cause for this event is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.